Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dark image due to light transmission failure, cracked on side of video connector, excessive debris under light guide cover glass, dent on close to distal end were found. Based on the results of the investigation, it is likely the malfunction was due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had a blurry image. The event was found during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope had a blurry image. The event was found during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.